Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose with blood glucose of 400 mg/dl. Customer treated high blood glucose with manual injection. Customer stated that the insulin pump was dead and had blank display. Customer stated that insulin pump alarmed replace battery alarm. Customer stated that they received low battery alert prior to replace battery alert. Customer stated that the new battery resolve the issue. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.